Event description:
During surgery, a ball bearing from the instrument was lost and found in the pt's wound . The third ball bearing could not be accounted for, but could not be seen on x-ray. Surgery was delayed approx. 30 minutes.

Manufacturer narrative:
During surgery, a ball bearing from the instrument was lost and found in the pt's wound. A second ball bearing could not be accounted for, but could not be seen on x-ray. Surgery was delayed approx. 30 minutes. Examination of the returned instrument confirms the missing ball bearings. The investigation is unable to conclusively determine the root cause. The investigation has determined this product code is now obsolete. Although a five year complaint database does not identify a trend for failure with regard to the ball bearings, it is noted the current product code does not include ball bearings in this area. Based on the investigation, the need for add'l corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.